Event description:
A user facility reported that the evis lucera elite colonovideoscope blocked due to a broken cleaning brush head. The event occurred during reprocessing. During a standard service inspection of the customer returned device, foreign debris was found protruding from the air/water nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign debris were found protruding from the air/water nozzle. In addition, standard connector water leakage, up/down/left/right angle fail, air channel volume failure, and water removal fail were observed. Lastly, chips and wear were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·brush was broken when used for the a/w valve. Then bristles entered the a/w channel and were caught in the nozzle. ·according to the device inspection result in investigation result 1-4, part of the nylon cleaning brush was protruding from the a/w nozzle. ·according to the similar complaint in investigation result 3-3, assumable cause was that brush was broken when used for a/w valve. Then bristles entered a/w channel and may have been caught in a/w nozzle. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·reprocessing manual_ function and inspection of the accessories for reprocessing -channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Olympus will continue to monitor the field performance of this device.